Manufacturer narrative:
An event of migration or expulsion of device (ventricular direction) and perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device migration resulting in a perivalvular leak appears to be related to patient's anatomy. The reported aortic valve insufficiency/regurgitation was a cascading effect of device migration. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implantation utilizing a large flexnav delivery system. Aortic angle was 42 degrees. A pre-dilatation was performed with a 20mm crystal balloon. Annulus dimensions were average diameter: 25.6mm, area: 524mm, perimeter: 82.8mm, lvot perimeter 86mm. At 80% the valve was a 3mm non-coronary cusp (ncc) and 5mm left coronary cusp (lcc). On final release during deployment, the valve migrated towards the ventricle to a depth of 7mm ncc and 12mm lcc. The valve was too deep and a moderate perivalvular leak was observed. A second 29mm navitor vision was then implanted successfully valve in valve with a replacement large flexnav. The patient was reported to be stable.